Event description:
Slide from a pt specimen (pt a) labeled with the ID from the specimen following the specimen in the cassette (pt b) from the coulter lh 700 sm slidemaker. The customer became aware of the misidentification when the smear results did not match the results on the lh750 printout. No pt treatment was affected as a result of this event. No further info is available regarding this event.